Event description:
The tech alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters, hex rod and installed a brake steer upgrade kit to resolve the issue.